Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient treated with the evolut fx-29 valve experienced an elevated gradient approximately 1 year and 2 months after the procedure. The gradient at discharge was around 9 mm hg, and the depth of implant was deemed good. The current gradient was approximately 26 mm hg. No patient complications have been reported as a result of this event. Additional information was received that the valve was implanted in the native annulus. It was reported that there was possible pannus or thrombus at inflow level of valve but not enough evidence to prove hypoattenuated leaflet thickening (halt).

Manufacturer narrative:
Updated data: h2 h3 h6 image review: no dicom imaging provided for evaluation, just the case summary report. Patient was implanted with a 29 millimeter (mm) evolut fx on 11/21/2023. Evolut implant depth is deep (left coronary cusp (lcc) 7.7 mm, right coronary cusp (rcc) 9.5 mm, and non-coronary cusp (ncc) 8.5 mm). Possible pannus/thrombus vs. Inadequate contrast filling seen inside transcatheter aortic valve (tav) frame near lcc. Possible leaflet thickening of the rcc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient treated with the evolut fx-29 valve experienced an elevated gradient approximately 1 year and 2 months after the procedure. The gradient at discharge was around 9 mm hg, and the depth of implant was deemed good. The current gradient was approximately 26 mm hg. No patient complications have been reported as a result of this event.